Manufacturer narrative:
Insulin pump received with scratches on the lcd window cover and missing segments/partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump had broken. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.